Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to charge to set energy. Complainant indicated that there was no patient involvement in the reported malfunction information only. Linked (B)(4). Ad (B)(6) 2020.

Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The error was cleared from the logs. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.